Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted centrally on the anterior-2/posterior-2 (a2/p2) leaflet. A second mitraclip xtw was then successfully placed and deployed to further reduce mr. After deployment the mr increased and an anterior leaflet laceration was believed to have occurred. An additional mitraclip xt was then implanted lateral to the second clip to stabilize the clip and help with the laceration. The procedure was discontinued; the final mr was grade 4. There were no clinically significant delays reported.